Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was further described as ¿during a trip, the patient¿s caregiver broke aseptic technique¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event and the patient was started on intraperitoneal (ip) amikacin and vancomycin, ip (doses and frequencies were not reported). On the same day, during hospitalization, the patient was switched from apd to continuous ambulatory peritoneal dialysis. At the time of this report, the patient remained hospitalized, the antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. No further detail was provided regarding the status of pd therapy. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: a nurse reported that, the patient¿s peritoneal dialysis catheter was removed, the patient was switched to hemodialysis and was transferred to another hospital (dates unspecified). The patient¿s recovery status was unknown. Should additional relevant information become available, a supplemental report will be submitted.